Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, stating the device was delivering too much insulin and that they were ¿bottoming out¿ multiple times per day, with associated weight gain from increased carbohydrate intake to counter low glucose. Symptoms included low blood glucose episodes consistent with hypoglycemia. Outcomes included transient functional impairment due to hypoglycemia without hospitalization. Investigation included attempts to obtain a blood glucose questionnaire by telephone. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information, and no device malfunction or component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.